Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary unable to deliver or advance : the cause of the deliver issue was determined to be patient condition as the patient had stenosis in the axillary artery preventing successful delivery of impella. Device history lot: device lot : 1945135 device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in st elevation myocardial infarction (stemi)/cardiogenic shock was being implanted with an impella 5.5 device for mechanical circulatory support. The patient presented to the hospital with complaints of dyspnea, orthopnea, and edema, was found to be hypotensive and hypoxic, and required rapid sequence intubation and intravenous pressor therapy. An electrocardiogram revealed a normal sinus rhythm that was influenced by a pacemaker. A computed tomography scan revealed pulmonary edema but was negative for pulmonary embolism. The patient was determined to be in stemi, and the patient was taken emergently to the cardiac catheterization laboratory for right and left heart catheterization. After a percutaneous coronary intervention was performed to place three stents, the patient began to experience cardiogenic shock, and the decision was made to pace an intra-aortic balloon pump (iabp) through the right femoral artery. It was noted that the patient had poor prefusion in the right lower extremity of the iabp site and the patient began showing signs of cardiogenic shock again. The decision was made to surgically place an impella 5.5 for increased support in the right axillary artery. The left ventricle was successfully accessed with a guidewire, however during delivery of impella 5.5 difficulties were met when attempting to access the left ventricle. A lunderquist wire was used as a buddy wire without success. Viperslide and positioning of shoulder were attempted without success. A contrast injection revealed stenosis of axillary artery so a mustang 6.0x8 balloon dilatation catheter was used to dilate the axillary with appropriate axillary expansion. Left ventricle access was again obtained with a guidewire and the impella 5.5 was again attempted to be delivered but was unsuccessful. The impella 5.5 was removed, and the iabp support was reinitiated to evaluate hemodynamics. The decision was then made to place an impella cp through the axillary graft placed for the impella 5.5. The impella cp was placed without difficulties and impella support was initiated with iabp support. The decision was then made to remove the iabp and monitor the patient. On the second day of impella cp support, the patient¿s lactate dehydrogenase and alanine aminotransferase blood levels were noted to be elevated, and the patient¿s urine was pink-tinged. There was noted to be no suction issues with impella, and a plan was made to explant the cp later that day. The following day the impella cp was explanted, and the patient was noted to have survived at the outcome of impella support, however overall patient outcome is unknown. This complaint involves two impella devices: pump 1: impella 5.5 with serial number (B)(6). Pump 2: impella cp with serial number (B)(6). This MDR specifically addresses impella 5.5 with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.